Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 140mg/dl-220mg/dl. The customer feels well and did not report any symptoms. The customer is currently taking medication/ insulin to manage diabetes. The customer had not had any recent changes in diet, medication, or exercise. The customer is comparing the blood glucose test results from trueresult meter to alternate meter on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 117 mg/dl using trueresult meter and 140 mg/dl using alternate meter. During the call on 3/28/2016, a back to back blood test was performed by the customer fasting and produced test results of 171 mg/dl and 162 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/17/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history . (B)(6). Adverse event not reported.